Event description:
Patient reported that she underwent total hip arthroplasty in 2007. Subsequently, the patient experienced recurrent dislocations and a revision was performed to remove and replace the modular head and acetabular liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.